Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a cracked rbc aperture, and replaced the aperture, resolving the issue. (B)(4). This MDR is related to MDR 1061932-2014-01933 for the same issue occurring on (B)(6) 2014.

Event description:
The customer reported r (review results) flags were generated for the platelet parameter for patient samples when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.